Manufacturer narrative:
The initial reporter was the biomedical technician. Event site name: hopital prive de l'estuaire. Additional information will be provided following the conclusion of the investigation. H3 other text : device was not returned to the manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint chips occurred on the spring arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00528). Therefore, the issue is evaluated under manufacturer¿s reference number:(B)(4) (report number: 9710055-2023-00528). The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 19th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint chips occurred on the spring arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 18th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint chips occurred on the spring arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 18th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint chips occurred on the spring arm and fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.